Event description:
It was reported the epg (external pulse generator) turned off when in use on patient. The epg was swapped out with another device. The epg is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.